Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6)-2010, it was diagnosed that the lps-inlay has luxated. The metal part of the inlay went out of the pe part (which still was in the tibia) and the metal part turned backwards about 180 degrees.